Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "black, unidentified substance" was observed "near the blood inlet and outlet of the dialyzer cover" during set up with a polyflux 17l. There was no patient involvement. No additional information is available.